Event description:
The customer stated the phosphorus calibration failed and the quality control was out of range low when using a new phosphorus reagent assay on the architect c8000 analyzer. There was no impact to patient management reported.

Manufacturer narrative:
The event occurred in (B) (6),

Event description:
Manufacturer's first level investigational unit observed lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.